Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. On the day of the reported event, the cartridge was filled with approximately 250 units of insulin, and remained static at 60 units. Subsequently, the customer reported that the cartridges were being filled with cold insulin. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level. Recommendation was made to use room temperature insulin per labeling instructions.